Manufacturer narrative:
(B)(4). Device was returned to medtronic for evaluation. In as received condition, the device was not working due to the motor being seized. As a result the customer¿s complaint concerning the device overheating could not be verified or confirmed. Bearings and other parts required replacement due to corrosion. The device was repaired, tested to specifications and returned to the customer. This device is used for therapeutic purposes.

Event description:
It was reported that medtronic m4 microdebrider handpiece overheated during testing. There was no report of patient impact or involvement as a result of this event.